Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: patient is experiencing stiffness after sitting for 20 minutes. Patient has also experienced pain and swelling for the last six months. Patient says that his hip feels like it is swollen. Patient states that he has had testing for chromium and the tests are currently negative. Patient has also had an MRI, but has yet to receive results. Update: patient called because his cobalt level is 5.5. Scheduled for an MRI in february. The last MRI did not show anything. Update: it was reported that the patients left hip was revised due to pseudo tumor and pain.